Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. No alarms noted during testing. E/a alarm unspecified not confirmed. Moisture damage was found on the electronic assembly during visual inspection.

Event description:
The customer reported via phone call that the insulin pump alerted rewind required. The customer¿s blood glucose level was 197 mg/dl. Customer was able to clear the alarm. Customer was able to complete pump rewind. The insulin pump passed both self-test and displacement test. The insulin pump will be returned for analysis.